Manufacturer narrative:
Thrombus was confirmed in the evaluation of returned heartmate ii lvas. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a fixed, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation which is an indication that the deposition was present in the device for an extended amount of time while it was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported hemolysis. The deposition in the pump could have also potentially caused increased resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines the use of anticoagulation therapies and recommended inr levels. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 25 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient experienced signs of pump thrombosis, including increased pump power and hemolysis. Lysis therapy was administered. Echocardiogram revealed minimal changes to the left ventricle during speed changes. A second lysis therapy was performed; however, the patient suffered unspecified clinical complications, and subsequently expired on (B)(6). No additional information was provided.